Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon deployment of the sensor wire, sensor wire was hanging off the introducer needle and did not stay inserted in the body. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.